Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: d10: the date returned to manufacturer was documented as june 4, 2019 on the previous supplemental report. This date has been updated to may 6, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The battery reamer / drill device was evaluated and it was determined that the device would not run, the electronic control unit (ecu) was damaged, the motor was worn, and the attachment (coupling) could not be disengaged. It was further determined that the device failed pretest for check power with test stand, check the triggers and ecu, change 10 times from forward to reverse at full speed, check the off/forward/reverse mode, trigger test, and check the attachment coupling. Therefore, the reported condition that the command button was stuck was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that the control button of the battery reamer/drill device was stuck. It was not reported if the event occurred during a surgical procedure. There was no reported delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.